Manufacturer narrative:
Other text: d4:UDI section, catalog number is unknown, no product information has been provided to date. G5: 510k unknown, h4: device manufacture date also unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product had a leaking line that caused the fluid to leak out of the filter of the cadd pump. The line was changed and the issue was resolved. No injury. A second occurrence of the issue was reported. Line was replaced, issue resolved. No injury.

Manufacturer narrative:
Additional information is provided for h.2 and h.6. No product was returned. The reported complaint could not be confirmed. No lot number was provided; therefore, a history record review could not be conducted. If the product is returned this complaint will be reopened for further investigation. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).